Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03143. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 3 months. Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 lvas. A direct correlation between the heartmate 3 lvas, and the reported event of gastrointestinal bleeding could not conclusively be established through this evaluation. The heartmate 3 lvas instruction for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2017 for a gastrointestinal (gi) bleed. No additional information was provided.